Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during meniscal suture procedure is performed and, at the time of passing the implant, the surgeon activates the device and it does not work, it appears to be blocked. The surgeon makes a lot of strength to activate it and does not achieve result, returns and passes another implant and it works properly. The complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number:5l95910, and no non-conformances were identified.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during a meniscal suture procedure, at the time of passing the implant, the surgeon activates the device and it does not work, it appears to be blocked. The surgeon makes a lot of strength to activate it and does not achieve result, returns and passes another implant and it works properly. The complaint device was received and inspected. The implants and suture were received along with the needle. The implants and suture were received along with the needle. It was observed that they were jammed in the needle. The first implant appeared to be released and presented tissue debris near implant. When test its functionality, it was also observed that the trigger was loose, in that there was no tension on the handle from the spring. Therefore, the gun was opened, and it was found that the initial part of the trigger was broken and disconnected from the firing spring. It indicates that the internal mechanism of the handle was not working. The possible root cause for the reported failure could be related when not inserting the needle into the tissue far enough therefore blocking insertion of the first implant, and when this occurred may have felt a highly resistance and did not pull the trigger all the way. When attempted to fire the first implant in the tissue, excessive force could have caused stress on the handle thus causing the handle mechanism to break. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number:5l95910, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool the truespan 12 degree peek. The meniscal suture procedure is performed and, at the time of passing the implant, the surgeon activates the device and it does not work, it appears to be blocked. The surgeon makes a lot of strength to activate it and does not achieve result, returns and passes another implant and it works properly. There was no harm to the patient. The device is available to be returned for evaluation.